Event description:
Customer reported motor error alarm. Customer states that he changed battery within the first week of having the insulin pump. Advised customer to return the insulin pump with the battery and zero out the basal rates. The blood glucose reading is 86mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor passed the motor test. The test transmitter with the glucose sensor simulator communicated properly to the insulin pump. No unexpected calibration error was noted during testing. No cosmetic damage was noted.